Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product return: asae/ hematoma: hematoma noted while changing the dressing of graft area, the cause of the access site adverse event was not determined due to insufficient clinical details. Device history lot: device lot : 1988116. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported bleeding, creating a hematoma and affecting distal flow, upon changing the dressing of the graft area. The impella was removed, and a stent was placed. The patient survived the event.